Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 01/06/2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that two cerebase catheters were used. One of the two, a 90 cm cerebase da guide sheath (gs9090sd / lot# unknown) had an issue at the hub; it cracked. Additional information was received indicating that there was no issue with the second cerebase catheter, it was the replacement for the first cerebase device. The reported hub crack occurred during the procedure at the femoral access point. It was reported that no excessive force was used. The delay was approximately 10-15 minutes to replace the cerebase. There was no report of any patient adverse event or complication. A video of the device was included in the complaint file; it was reviewed by the product analysis lab. Blood was observed coming out but due to the video resolution being blurry, it was not noticeably clear if the blood was coming from the hub of the catheter or some other location. No damages could be observed on the video. The complaint product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 90 cm cerebase da guide sheath was received contained in a pouch. It was observed that the ID band is out of position. No other damage or anomaly was noted. Functional testing: the device was flushed to locate leaks; a leak was observed below the ID band. The observed leak is consistent with what was captured on the video. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The complaint reported that the 90 cm cerebase da guide sheath was cracked at the hub. The reported issue was confirmed. A small crack was found below the ID band, which was found to be the cause of the leak during the functional testing. The observed crack may be related to the ID band being out of position and due to the device usage, however, the relationship between the observed crack to either the ID band being out of position or device usage cannot be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action. An internal corrective and preventive action (CAPA) have been opened to further investigate the issue with the ID band being out of position. H.6: investigation findings / investigation conclusions: the ¿cause not established¿ code was used in the investigational conclusions because the relationship between the observed crack below the ID band where the leak was observed during functional testing was not conclusively determined to be related to either the ID band being out of position or due to handling usage of the device. This code corresponds to the code ¿leakage / seal¿ code in the investigation findings. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the device lot number is not available / not reported. The product analysis lab reviewed the video of the complaint device. Blood was observed coming out but due to the video resolution being blurry, it was not noticeably clear if the blood was coming from the hub of the catheter or some other location. No damages could be observed on the video. Further investigation will be performed when the device is returned for evaluation and analysis. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that two cerebase catheters were used. One of the two, a 90 cm cerebase da guide sheath (gs9090sd / lot# unknown) had an issue at the hub; it cracked. Additional information was received indicating that there was no issue with the second cerebase catheter, it was the replacement for the first cerebase device. The reported hub crack occurred during the procedure at the femoral access point. It was reported that no excessive force was used. The delay was approximately 10-15 minutes to replace the cerebase. There was no report of any patient adverse event or complication. A video of the device was included in the complaint file.